Event description:
It was reported an issue with novosyn suture. The client reported that during subcutaneous suturing after varicose vein stripping, according to information from the doctor, the needle tip (approx. Max. 1-2mm) broke off in the tissue and could no longer be found! This was the patient after the end of the operation. Unfortunately the needle was disposed of in a waste collection container, so that the product concerned. No return of the affected product can take place. Additional information received: a new operation did not take place.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. (B)(4). As stated in the instructions for use of the product, "care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage." In this case, the handling with the needle holder is probably the root cause of the broken tip. Final conclusion: although the results of the closed samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Furthermore, according to the picture received from the customer, the most probable root cause is that the needle has been held with a needle holder in the tip area and it broke, due to a wrong handling. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.